Event description:
The recipient was reportedly implanted on (B)(6) 2024. A CT scan was performed on (B)(6) 2024, showing the electrode tip has fold over. The electrode was repositioned on (B)(6) 2024. Another CT scan was performed on (B)(6) 2024 and showed proper placement of the electrode.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.